Manufacturer narrative:
The used device has been returned, however, a device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
Tourniquet cuff stopped holding pressure during procedure. Pt suffered add'l blood loss. A new device was used to complete procedure, no add'l medical intervention was required. Pt is in stable condition.